Event description:
Customer reported having issues with two sensors. One sensor was lost due to bleeding at the site. The second sensor was lost due to it bending when he was trying to insert it. Customer was explained the possible cause of the blood at the site. Customer verified he was inserting the sensor properly. Customer's blood glucose level was 273 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.